Manufacturer narrative:
With the available information, boston scientific concludes that loss of stimulation and high impedance measurements were caused by a lead fracture identified during laboratory analysis where the lead extension proximal array close to the vent port. A review of the manufacturing documentation for the lead extension db-3128-55b serial number (B)(6) revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu) / product label. Additionally, patients should avoid touching the stimulator site or incisions, worsening disease symptoms potentially caused by loss of stimulation, failure or malfunctions of any part of the device, including battery failure, lead extension breakage, hardware malfunctions, electrical shorts or open circuits whether these problems require device removal and/or replacement are known risk with the use of deep brain stimulation. Based on all available information, engineers concluded that the loss of stimulation and high impedance measurements were caused by a lead fracture. The lead extension became damaged at the proximal tails. Therefore, engineers concluded and identified probable cause is, cause traced to component failure. With the available information, boston scientific concludes that the reported event of the loss of stimulation and high impedances could not be confirmed as the ipg passed all tests performed and exhibited normal characteristics. A review of the manufacturing documentation for the vercise genus db-1216 serial number (B)(6) revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu) / product label. Additionally, patients should avoid touching the stimulator site or incisions, worsening disease symptoms potentially caused by loss of stimulation, failure or malfunctions of any part of the device, including battery failure, lead extension breakage, hardware malfunctions, electrical shorts or open circuits whether these problems require device removal and/or replacement are known risk with the use of deep brain stimulation. Based on all available information, engineers concluded that the loss of stimulation and high impedance measurements could not be confirmed. Therefore, engineers concluded and identified probable cause is the known inherent risk of device as documented in the IFU.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a recurrence of their tremors. Functional testing showed high impedance across all contacts, resulting in therapy loss. The patient underwent a procedure wherein the physician confirmed that the lead extension had fractured from the implantable pulse generator (ipg) header. The ipg and lead extension were replaced, and no fragments remained. The physician concluded that the patients repeated manipulation of the dbs device since the initial surgery led to lead extension fracture and ipg migration. Postoperatively, the patient recovered well, and dbs programming was completed with therapy resumed.

Manufacturer narrative:
Block b3: date of event unknown. Approximated 2 weeks prior to the manufacturer becoming aware of the event. Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365db312855b0 model: db-3128-55b serial: (B)(6). Batch: 5002805 UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a recurrence of their tremors. Functional testing showed high impedance across all contacts, resulting in therapy loss. The patient underwent a procedure wherein the physician confirmed that the lead extension had fractured from the implantable pulse generator (ipg) header. The ipg and lead extension were replaced, and no fragments remained. The physician concluded that the patients repeated manipulation of the dbs device since the initial surgery led to lead extension fracture and ipg migration. Postoperatively, the patient recovered well, and dbs programming was completed with therapy resumed.